Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent a procedure for atrial fibrillation with a lasso nav eco catheter where the catheter electrodes were damaged. The returned catheter was visually inspected, and was found in good condition. However, the spine cover was twisted at the proximal end of the polyurethane joint with the tip lumen. Per the reported event, a deflection test was performed, which the catheter passed. Additionally, the catheter outer diameters were measured and found within specifications. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaint cannot be confirmed.

Manufacturer narrative:
On (B)(6) 2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure for atrial fibrillation with a lasso nav eco catheter where the catheter electrodes were damaged. At the end of the procedure, before the catheter was withdrawn from the patient, the physician found that the catheter was difficult to remove. After forcibly pushing and pulling the catheter, it was successfully removed from the patient¿s body. At this point, it was noted that one of the electrodes was wrinkled and turned upwards. The procedure was completed without any patient consequences. No exposed wires were reported, and it is not known how far the damage was from the distal end of the catheter. No difficulty was noted in turning or pushing the catheter handle, and the catheter loop was not stuck in the fully contracted position. It is not known if the catheter was pre-shaped. The sheath in use at the time of the event was not reported. A catheter electrode with sharp or lifted edges can cause damage to the patient¿s vascular endothelial linings upon withdrawal. As a result, this event is MDR reportable.